Manufacturer narrative:
Literature citation: miller s, lagrata s, watkins l, matharu m. Occipital nerve stimulation for medically refractory chronic paroxysmal hemicrania. Headache. 2017;57(10):1610-1613. Doi: 10.1111/head.13187. Please note this date is based off of the date the article was accepted for publication, as the specific event date and publication date were not provided in the literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Device used for off label indication. The indication the device was used for was occipital nerve stimulation (ons) to treat chronic paroxysmal hemicrania (cph). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Article summary: the article describes the outcome of a patient with refractory chronic paroxysmal hemicrania (cph) to occipital nerve stimulation (ons). After a follow-up of over 10 years, the patient reported a sustained efficacy of more than 50% reduction in attack frequency and was pain-free at final follow-up. The patient was able to stop indomethacin completely. The patient had three successful pregnancies during follow-up. One system revision was undertaken alongside an expected battery replacement to treat unequal paresthesia and pain over the electrodes. The authors concluded that ons may offer an effective long-term treatment for cph in patients where indomethacin cannot be tolerated. Reported events: it was reported the patient experienced initial problems with painful or unequal stimulation on the left hand side which were only partly solved with reprogramming of the device. The patient also complained of constant discomfort along the track of the electrodes and neck stiffness. Efficacy was maintained until late 2008 when the patient noted intermittent paresthesias and a gradual increase in attack frequency as the battery failed over a number of months. The battery was found to be at the end of life and due to the complaint of unequal paresthesia and pain over the electrode tracks a decision was made to replace the whole system with octad electrodes and a rechargeable battery. The system replacement was undertaken in 2009-oct without complication. No further complications were reported or anticipated.